Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic laparoscopic hysterectomy and bilateral salpingo-oophorectomy, the device's tip broke inside the patient's abdominal cavity and was retrieved completely, and the procedure was completed using a backup device. There are no reports of further patient harm.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to the previously submitted report. This event was reported is a duplicate report. Please refer to mfg report # 9614641-2025-01807-00.

Event description:
No additional information received from the customer.